Event description:
Patient has urostomy with stents. Patient was discharged same day; full pouch detached, nearly removing patient's urostomy stents. Customer experienced pain and bleeding from stoma. Stents had been in place since urostomy in 1996. Stents (which are not surtured) are irrigated weekly by relative and replaced every 3 months. Relatives stated that it was nearly time for the stents to be changed. In 1998 customer continued to have slight hematuria and a great deal of pain.